Event description:
It was reported that following laparoscopic treatment of a white line hernia with preperitoneal placement of a mesh intraperitoneal prosthesis, the patient experienced pain in the stomach and groin, stabbing-like pain or burning sensations, and persistent daily pain. The patient also presented with a symptomatic supraumbilical hernia characterized by painful swelling and reported a morally and psychologically complicated situation due to fear of condition deterioration. An ultrasound identified a hernia of the centimetric supraumbilical white line, and a blood test was conducted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.